Event description:
Per the clinic, the patient developed an air pocket over the implant magnet site, impacted by sneezing or valsalva maneuver, resulting in the entire electrode migrating out of the cochlea. The patient was placed under general anesthesia on (B)(6) 2026, in order to undergo a revision surgery to reposition and reinsert the electrode. IV antibiotics was administered during the revision surgery. The implanted device remains.